Event description:
It was reported that a pericardial effusion and cardiac tamponade occurred. A left atrial appendage (laa) closure procedure was performed successfully using a 24mm watchman flx laa closure device with delivery system (wds). During recovery the patient reported chest discomfort but no pericardial effusion was visualized on pre discharge echocardiogram. The patient was discharged on eliquis. During the 45-day routine follow-up examination on (B)(6) 2022, a transesophageal echocardiogram showed the closure device had good position and there was no evidence of a pericardial effusion. Eliquis was discontinued and plavix and aspirin were prescribed. On (B)(6) 2022, the patient experienced chest discomfort and periodic loss of consciousness and was transported to the hospital. A large pericardial effusion was discovered and a pericardiocentesis was performed. A drain was placed and the stabilized patient was transferred to the hospital where the index procedure was performed. It was noted that the pericardial fluid was bloody during the initial pericardiocentesis but eventually the fluid from the drain was 'straw' colored. The patient recovered and was discharged from the hospital.